Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, d9, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: excessive force caused by an impact on the outer tube of the affected device. The impact on the outer tube caused the lens to break inside. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the hysteroresectoscope had a visual obstruction with a dent in the middle of the scope. The issue was found during reprocessing. There were no reports of patient harm.